Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation that something inside the device began to burn reporting grey smoke and a strong odor of burnt rubber. The customer contact reported a delay of therapy; however, there were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Upon receiving device for testing and investigation, it was immediately noted that there was a burn smell present. As a result of the burn smell and the customer¿s complaint of burn and smoke it was decided not to power up the device. The cases were removed and the device was examined internally. It was noted that there were signs of burning and charring on the driver printed wiring assembly (pwa) in the mechanism assembly, which was removed and disassembled. The driver printed wire assembly (pwa) was replaced along with the plunger motor. The mechanism assembly was recalibrated. The device was reassembled and the device was powered up. The device powered up correctly on both battery and alternating current (ac) power. Because the plunger motor was replaced, a 6 hour run in was completed without any issues. Upon further investigation, it was concluded that when the plunger stepper motor and direct current (dc) motor is prevented from rotating, a locked-rotor condition occurs. It cannot generate any back electromotive force (emf). Now the windings in the rotor are subjected to the full voltage supplied to the motor (vmot), and the current flow becomes very large because the windings don't have much resistance. The motor will heat up quickly, and eventually the insulation on the windings will melt and a short-circuit develops in the winding. That lowers the circuit resistance even more, resulting in higher current flow. The probable cause was therefore determined to be the plunger motor assembly.